Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 1/19: customer reports during urology procedure, the fluoro failed. Customer did not provide pt or procedure info other than to say pt moved to another room, procedure completed. No reported injury.